Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 2.75 x 15 mm xience prime stent delivery system (sds) was advanced for direct-stenting, and the stent was implanted successfully at one inflation for 18 atmospheres; however, the balloon could not be deflated. Numerous attempts were made to deflate the balloon. Another inflation device was used in an attempt to remove the sds balloon, but was unsuccessful. The distal shaft broke in the patient anatomy, and the patient was sent to surgery for removal of the shaft. The patient is now in the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: review of the returned cine images show a lesion in what appears to be the mid lad. In scene 7 a wire is positioned in the vessel and a stent system is inflated fully. Scene 8 shows the balloon still inflated. The final scene shows that the guide catheter and wire have been removed from the anatomy and a partially inflated balloon still remains in the stented area. The reviewer concluded that the stent delivery balloon did not deflate thus confirming the description. In this case, there was no damage noted to the sds during the inspection prior to use and the balloon was able to be inflated successfully with no issues noted which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the hypotube was kinked during the procedure, contributing to the deflation difficulties as kinks and bends can obstruct the flow of contrast to and from the balloon. Further, as the balloon was unable to deflate, this would contribute to resistance during retraction and if force was applied as resistance was encountered, this would contribute to the shaft stretching and ultimately separating. The patient was sent for surgery to remove the separated portion. In this case, due to the condition of the returned product, a conclusive cause for the deflation difficulties could not be confirmed; however the difficulty removing the catheter and shaft separation appear to be related to the balloon unable to deflate.

Manufacturer narrative:
(B)(4): no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted blood visible in the guide wire lumen, on the shaft, and contrast in the inflation lumen, consistent with preparation and the sds used in the patient anatomy. The balloon was returned loosely folded. The shaft was separated at the guide wire exit notch, confirming the reported separation. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was stretched (necked) 5.4 cm distal to the separation, for a length of 1 mm. There were multiple kinks through out the entire length of the hypotube. A non-abbott guide wire was returned with blood and contrast on the coils and core. There were multiple bends through out the entire length of the core. Factors which can contribute to deflation issues include, but are not limited to, lesion characteristics, patient anatomical morphology, pre-dilatation strategy, deflation technique, inadequate connection to the indeflator, or contamination in the inflation lumen. To help ensure that the reported deflation difficulties are not related to a manufacturing deficiency, all stent delivery systems are 100% inspected for damage. Additionally, a sampling of units is destructively tested to verify proper inflation and deflation. There was no damage noted to the sds during the inspection prior to use and the balloon was able to be inflated successfully with no issues noted which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the hypotube was kinked during the procedure, contributing to the deflation difficulties as kinks and bends can obstruct the flow of contrast to and from the balloon. Further, as the balloon was unable to deflate, this would contribute to resistance during retraction and if force was applied as resistance was encountered, this would contribute to the shaft stretching and ultimately separating. The patient was sent for surgery to remove the separated portion. In this case, due to the condition of the returned product, a conclusive cause for the deflation difficulties could not be confirmed; however the difficulty removing the catheter and shaft separation appear to be related to the balloon unable to deflate. It was reported the lesion was not pre-dilated prior to deploying the xience prime stent. It should be noted the everolimus eluting coronary stent system xience prime instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. However, in this case, it is unknown how the failure to pre-dilate the lesion contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.